Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the pump alarmed no delivery. The customer's blood glucose was 138 mg/dl at the time of incident. The customer stated that the alarm was not recurring but the issue was not resolved. The customer was advised to change the infusion set as soon as possible. The insulin pump was not returned for analysis.